Event description:
It was reported that during a CABG procedure, while attempting to ligate a side branch of the ima, the dr noted that the clip from the device scissored and cut the side branch. No pt consequence. Case completed with another device of the same product code. One device returning.